Event description:
It was reported during procedure, implantable cardiac defibrillator (ICD)'s packaging showed inaccurate information. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that there were no patient consequences.